Event description:
Customer reported unexpected negative reactions with a patient sample tested with capture-r ready screen (crrs). The patient had a known anti-e.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event. The correct reaction was observed using a new lot of product and indicator cells. The possibility that the anti-e is an igm antibody cannot be ruled out.